Event description:
Asku.

Manufacturer narrative:
It has been further alleged by the patient's parent that the device malfunctioned, the patient was in ventricular fibrillation and the device did not shock. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) no anomalies found.

Event description:
It was reported the patient began to feel badly, arrested, and died in 2009. A bradycardic heart rate in the 30s along with "no obvious pacing" was reported. Follow up with the hcp reported the patient had barth's syndrome, was very sick, and on a list for a transplant. The physician "felt that it was more the pt's disease process than the device that contributed to his death." The cause of death was not known, but the physician felt it was primarily due to heart failure.

Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.